Event description:
During a l4-5 posterior lumbar surgery on (B)(6) 2013, the surgeon was pushing the pedicle probe into the patient and it broke. The pieces were retrieved and another probe was available for immediate use. Reportedly the surgery was not prolonged. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Product development evaluation was performed by the product development engineer and the report states the following: the probe is designed to be used for 4 and 4.2mm diameter screws. Pedicle probes clear the pedical after perforation from an awl. The markings on the probe provide the surgeon with a screw length estimate. The forces which should be applied to the probe are axial and rotational. The failure of the tip appears to be from a bending load. The chu engineer calculated a load of 85.29 n (19.15 lb) for fracture when applied at 45mm from the distal end of the probe. This is assuming the failure occurred at the depth of the awl (15mm). If the probe was inserted further prior to the fracture, the force would be even higher. When used properly, this probe should not experience bending loads at that magnitude. The materials were reviewed and are adequate for the intended use. Based on the u.s. Sales of 4.0 and 4.2mm screws between 4/2011 and 4/2013, the occurrence rate of the probe fracturing is approximately 0.054%. The risk analysis in agile se_244028_aa was reviewed and does not contain risks for the probe breaking. As it is not clear how the probe was being used to cause this failure, this complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacture dates: 9/24/10, 9/24/10, and 10/14/10. Teleflex medical, presently tecomet kenosha, manufactured the pedicle probe with palm handle for 4.0mm and 4.2mm screws, part 388.536, and lot number 6408743. The supplier¿s certificates of compliance, dated 9/22/10, 9/21/10, and 10/8/10 for three separate receipts of this lot indicate the parts were manufactured to part 388.536, revision d and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet number. There were no non conformities or complaint related issues with this complaint. The three receipts of this lot were released 9/24/10, 9/24/10, and 10/14/10. The material of the shaft was confirmed to be correct. The part conformed to all dimensional specifications at the time of manufacturing. The material was tested and passed specifications. The tip diameter was measured and met specifications. The root cause can not be determined.